Event description:
The customer reported to olympus, the videoscope had no water flow through auxiliary water channel. The device was returned for evaluation. During the device evaluation, the air/water tube and cylinder had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water tightness was lost due to wear of scope cover, the air/water cylinder had discoloration, the suction cylinder had discoloration, water tightness was lost due to a scratch on plug unit, water tightness was lost due to damage on camera head tube, insulation resistance value at distal end did not meet the standard value due to a scratch on probe cover, probe cover had a dent, adhesive on distal sheath had wear, and the connecting tube had buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to incomplete reprocessing caused by physical damage of the device. Olympus will continue to monitor field performance for this device.